Manufacturer narrative:
Initial 4 of 6 country: united states of america, street: 11045 roselle street suite 200, city: san diego, state: ca, zip code: 92121, based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced six infusion set patch did not stick to skin upon insertion on (B)(6) 2026, on (B)(6) 2026, on (B)(6) 2026, on (B)(6) 2026, on (B)(6) 2026 and on (B)(6) 2026.